Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that a remote transmission indicated that the atrial lead had triggered an alert for high impedance, and the left ventricular (lv) lead exhibited high thresholds. The alerts were turned off for the ra lead and the leads remain in use. No patient complications have been reported as a result of this event.